Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was not impacted. Reportedly, the customer continued using the existing cartridge for insulin therapy and the insulin gauge was correct at the time of the report.